Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The luminance of the image could not match diagnosis necseeary. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: from the reported events, it was determined that the brightness of the image decreased due to degradation over the life of the xenon lamp.